Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the during use the leadless implantable pulse generator (ipg) exhibited increased threshold. It was also reported an infection occurred. The organism was identified as methicillin-resistant staphylococcus aureus. The leadless ipg settings were re-programmed, the device remains in use, and the patient treated with antibiotics. No further patient complications have been reported as a result of this event.